Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked glass and bleeding lcd. Unable to verify software version or perform testing due to partial display. The insulin pump has lcd cracked glass, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that a spot of ink appeared to be on the display window of the insulin pump. The customer's blood glucose was not known. Nothing further was reported.